Manufacturer narrative:
The device was evaluated by the returns department which found that there was a broken weld on the side frame and there were several areas of rust and wear marks on the tubing.

Event description:
Provider states that the right side frame is cracked where the arm attaches the frame at a weldment.

Event description:
Provider states that the right side frame is cracked where the arm attaches the frame at a weldment.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.